Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary artery in a 64-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the 5.5 for coronary angioplasty with stent placement. On day 3 of support, the patient had acute kidney injury and a dialysis catheter was placed for continuous renal replacement therapy (crrt). Renal failure is a known potential adverse event of the impella 5.5 per the instructions for use.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient logs were returned for evaluation.

Manufacturer narrative:
Updated information: b5 narrative updated. H6 med dev prob code removed a141101.

Event description:
Updated clinical narrative: an impella 5.5 was inserted via right axillary artery in a 64 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the 5.5 for coronary angioplasty with stent placement. On day 3 of support, the patient had acute kidney injury and a dialysis catheter was placed for continuous renal replacement therapy (crrt). Renal failure is a known potential adverse event of the impella 5.5 per the instructions for use. It was reported that the patient¿s purge flow abruptly decreased from 10¿s to 2.5ml/hr with purge pressure increased to 900¿s. No kinks were reported in the purge system. The team decided to change the purge solution to a tissue plasminogen activator (tpa) solution of 2mg alteplase in 48ml of sterile water. After several hours, the purge flow was increased to 9.0 ml/hr. There was no noted interruption of support for the patient. Thrombus formation can create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
B5 clinical narrative updated. H6 codes was updated. Section d catalog number was corrected. Section d brand name corrected.

Event description:
Additional information was received stating that the patient¿s purge flow abruptly decreased from approximately 10 ml/hr to 2.5 ml/hr, with a concurrent increase in purge pressure to the 900s. No kinks were identified in the purge system. The care team decided to change the purge solution to a tissue plasminogen activator (tpa). After several hours, the purge flow improved to 9.0 ml/hr.